Event description:
It was reported during in clinic follow up that the patient presented with discomfort. The right ventricular lead exhibited decreased sensing and loss of capture. Chest x-ray showed cardiac perforation. A cardiac window was cut to drain the pericardial effusion. There was a reported difficulty inserting stylets into the lead and re-extending the helix, but the lead was able to be successfully repositioned. The patient also received a chest tube for their lung. Following procedure, the patient was taken to the intensive care unit where they stabilized.

Manufacturer narrative:
Correction: previously reported h6 medical device problem code as '2891-capturing problem' now updating to the more specific '1081-failure to capture'.